Manufacturer narrative:
Investigation summary: received one (1) used. List #14687-15, primary plum set with one (1) used. List #unknown, bag spike adaptor w/ spiros and one (1) used. List #unknown, bag spike w/ clave for inspection. As received, no damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. No alarms generated. The reported complaint of fluid couldn't drip cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation. However, testing has not yet been completed.

Event description:
A primary plum set, clave secondary port, clave y-site, secure lock, 103 inch reportedly would not drip an unspecified fluid. There was no report of any human harm.